Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Maude report voluntarily submitted by patient indicates he/she was revised to address metal debris, stem loosening, pain, and difficulty walking.

Manufacturer narrative:
The report states: maude report voluntarily submitted by patient indicates she was revised to address metal debris, stem loosening, pain, and difficulty walking. Doi: (B)(6) 2008 - dor (B)(6) 2011 (right hip) the devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. A. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Update: (B)(6) 2012 - the revision operative report was received. There is no new information that would change the outcome of the investigation; however, there is no indication that metal debris was discovered intraoperatively. The reason for revision was reported as stem loosening and possible metal on metal hypersensitivity. Update: (B)(6) 2012 - the complaint was reopened because lot numbers were identified. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. A. Medical records and x-rays were obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.